Event description:
It was reported to boston scientific corporation that an hydratome rx sphincterotome was to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2011. According to the complainant, during preparation for the procedure, the device failed to bow when tested outside of the patient. No visible damage was noticed to the device. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Based on the device analysis, which found that the cutting wire was bent, this is now considered a reportable event.

Manufacturer narrative:
The evaluation findings of cutting wire bent. A visual examination of the returned device found the device to be missing the 2-in-1 connector and aluminum disc in the handle assembly. The wire was not anchored in the active cord insert and the proximal end of the wire was found to be bent. The finger ring component of the handle assembly moved freely without resistance. The device could not be bowed because the cutting wire was not anchored. The inside of the active cord insert was examined and the threads presented no issue. The outer diameter (od) at the proximal end of the cut wire was measured and met specification. The working length was also found to be twisted. A search of the complaint database revealed that no similar complaints exist for the specified batch. The investigation concluded that the bent cutting wire is due to the misassembled handle. Therefore, the most probable root cause classification is manufacturing. An investigation is underway to address this issue.